Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had recovered. The patient is scheduled to be retrained on proper aseptic technique on an unreported date. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.